Event description:
It was reported that one day post implant, the pulse generator exhibited sensing anomaly and high impedance. The leads were measured with the programmer, all electrical parameters were normal. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).